Manufacturer narrative:
Device disposition presently unknown.

Event description:
A mitroflow valve was implanted on (B)(6) 2015. According to echocardiography performed at discharge, the valve was functioning well with no paravalvular or central leak. The manufacturer received notification that the patient died on (B)(6). The cause of death was reported as unknown, and no autopsy was performed. However, it was indicated that the patient had subacute bacterial endocarditis with prosthetic endocarditis.

Manufacturer narrative:
Based on the additional information received, the valve was functioning well at the time the endocarditis was identified. Given this information, and the delayed onset of the endocarditis (7 months post-operation), there is no information to suggest the event is related to the device, and no investigation is warranted. Additionally, it was reported that the patient's leads were removed. This suggests that systemic infection originated from the patient's pacing leads, which is a common complication associated with the implant of pacing wires. The event is considered to be attributable to the patient's specific clinical condition, and is not attributable to the valve.

Event description:
A patient received a mitroflow dla23 on (B)(6) 2017. The procedure was a redo avr for prosthetic stenosis of a mechanical valve that was implanted in 2012. The patient presented with fever and positive blood culture (strep viridans) in (B)(6) 2016, 7 months post-operatively. Tee showed a normal functioning prosthesis, but a large annular aortic abcess (1.2 x 3 cm), and was started on antibiotics accordingly. The patient was sent for a redo- redo-avr but was ultimately transferred to another facility for laser lead extraction pre-operatively, after failing to extract all the leads during an initial procedure. The patient underwent the red- redo-avr, but died early post-op after a failed mv repair and avr. The disposition of the device is unknown.